Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the fundus of stomach during a variceal ligation procedure to treat varicosity performed on (B)(6) 2024. During the procedure, the band fell off the varix as it was noticed that the band would bounce off after deployment. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 was used in the fundus of stomach; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the device returned without the ligator housing. The handle had evidence that the trip wire was secured. No problems with the device were noted. The reported event of bands fell off the varix cannot be confirmed since it was only the handle of the device was returned and the ligator housing was not returned. Based on the available information that the device was used in the fundus of the stomach, the instructions for use of the device was not followed since the device was used on a contraindicated anatomy, which could have ultimately affected the way of the overall device performance since it's stated on the IFU that the device is not intended to be used below the gastroesophageal junction. Since the ligator housing was not returned, and there is no evidence of the bands falling off the varix; therefore, the most probable root cause of this complaint is cause not established. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the speedband superview super 7 device was used in the fundus of stomach; however, the iuf states, "the speedband superview super 7 multiple band ligator is not intended for ligation of esophageal varices below the gastroesophageal junction."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the fundus of stomach during a variceal ligation procedure to treat varicosity performed on (B)(6) 2024. During the procedure, the band fell off the varix as it was noticed that the band would bounce off after deployment. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 was used in the fundus of stomach; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.